Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transaxillary tavr case, resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. The increased push force resulted in a possible left ventricle (lv) perforation. During the procedure, resistance was encountered during the attempt to advance the sapien 3 ultra valve and delivery system through the esheath. Increased push force was used, and the valve became stuck in the sheath. The sheath, valve and delivery system were removed and a new valve, delivery system and 16fr esheath were prepared and successfully used for the procedure. Post deployment of the second valve, when the delivery system was removed, the patient's blood pressure did not recover. Fluid was observed in the patient's chest. A balloon was inserted to check the subclavian, but no perforation was found. An angiogram was then performed. No leak was observed. A pericardiocentesis was performed and the blood pressure started to recover. It was speculated that a possible lv perforation occurred during the advancement attempt of the initial valve and may have been the cause of the trouble encountered while advancing the devices past the ostium. At the time of the report, the patient was in stable condition. The second valve remains implanted in the patient.

Manufacturer narrative:
Additional information: during the pre-decontamination of the returned esheath, 2 hdpe tears and a 'minor' liner strand near the liner tear were observed.

Manufacturer narrative:
The sapien 3 ultra valve, commander delivery system and 14fr esheath were returned to edwards for evaluation. Visual inspection of the sheath revealed the sheath distal tip was partially opened with the horizontal score line slightly intact and minor stretching near the proximal end of the vertical score line. A liner tear was observed starting 2.75 inches from distal tip, 1.25 inches in length. Two hdpe strands were seen at the liner tear location and detached from one end. Scratches were seen along the distal end of sheath and a liner strand was observed at the tear location and detached at one end. After pushing the delivery system with crimped valve through the sheath tip, the valve was noted to be crimped on the 'valve crimp section indicator' and the flex tip was proximal to the triple marker, which indicating that the delivery system was in default location at the time when the resistance was experienced by the user. Review of the provided device photographs revealed sheath shaft damage. Dimensional analysis of the liner thickness was performed along the length of the liner tear and strand. All measurements were within specification. Dimensional analysis of the returned commander delivery system was also performed. The outer diameter (od) of the flex tip of the flex catheter was measured. The flex tip od was within specification. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed other similar complaints for the appropriate complaint codes. Available information suggests that patient (vessel tortuosity) and/or procedural (excessive manipulation, valve caught on liner) factors likely contributed to the reported event. Complaint history review from april 2020 to march 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the complaints were confirmed based on the evaluation of the retuned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'resistance was encountered during the attempt to advance the sapien 3 ultra valve and delivery system through the esheath. Increased push force was used, and the valve became stuck in the sheath. The sheath, valve and delivery system were removed and a new valve, delivery system and 16fr esheath were prepared and successfully used for the procedure'. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Per product evaluation, scratches along distal end of the sheath shaft indicated signs of calcification within the access vessel. The presence of calcification within the access vessel can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Patient factors (calcification), may have contributed to the reported resistance encountered during the valve advancement. The patient factors, in conjunction with the exposed apices of the crimped sapien 3 ultra (s3u) valve, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. The sheath shaft damage, strand and tear were likely due to excessive device manipulation during advancement. As the device was experiencing high resistance, excessive force was applied to overcome the high resistance. This could lead to the valve strut catching within the sheath/liner, and further advancement could lead to further valve strut tearing through sheath liner/shaft. The increased force used during the valve advancement may also have contributed to the reported lv perforation. The available information suggests that procedural factors (excessive manipulation, valve strut caught on liner/sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.